Manufacturer narrative:
One device was returned for analysis. Visual inspection found contamination to the downstream occlusion sensor. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the contamination. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a "cassette not attached" error and a damaged downstream occlusion (dso) seal. Found during testing. There was no patient involvement, and no patient harm/adverse event reported.